Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 video, no defective sample. The video shows that blood is leaking from the extension tubing, and the leakage site is near the pp connector, but the damage state of the extension tubing cannot be identified. 2. DHR review is not performed as the lot number is "unknown" for this complaint. 3. Retained sample analysis is not performed as the lot number is "unknown" for this complaint. 4. During product assembly, multiple loading stations may come into contact with this damaged site of the extension tubing. Conclusion(s): the returned video shows the leakage of the extension tubing near the pp connector. Since the defective sample has not been received, the specific damage state of the extension tubing cannot be confirmed, so the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue. H3 other text : see narrative.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked the following information was provided by the initial reporter: (B)(6) 2024 in the morning for the 1415 bed patients for intravenous infusion, for the patient puncture closed venous indwelling needle (bd) 22g * 1.00in after the infusion device of the infusion needle connected to the heparin cap after adjusting the infusion switch to start the infusion to see the heparin cap connected to the liquid oozing out, and immediately replace the positive pressure needleless connector.